Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose and diabetic ketoacidosis. The customer reported that the infusion set cannula was bent. The blood glucose reading went up to 280 mg/dl. The customer also reported that after changing the site, the blood glucose went down to 37 mg/dl. The insulin pump failed the first high pressure test, and then passed. The customer declined troubleshooting for high or low blood glucose. The insulin pump was not replaced or returned for analysis.